Event description:
It was reported via repair work order that there was no power to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was no power to the cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the bed lost power due to a cpu board malfunction. Customer was sent parts to perform repair. Customer performed evaluation.